Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 300 units of insulin. Reportedly, the insulin gauge displayed an inaccurate amount of 70 units of insulin in the cartridge. It was unknown how much insulin was delivered during this time. There was no impact to the customer's blood glucose level and the customer declined to reload the cartridge with tandem technical support.